Event description:
It was reported through social media that the day following a spinal cord stimulation implant procedure, the patient stated they experienced an epidural hematoma which resulted in paralysis. No further information regarding this event or device has been able to be obtained despite good faith effort.